Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215814506, was returned and analyzed. Visual inspection of the mapping catheter showed the introducer was broken and the torque was received untightened and stuck in the middle of the loop. Visual inspection also showed the loop was damaged from the introducer. The mapping catheter failed the returned product inspection due to the loop damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, when moving the introducer over the loop of the mapping catheter, the "white torquer" got stuck on the electrodes of the mapping catheter. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter was returned and it subsequently tested out of specification per the manufacturer's investigation.